Manufacturer narrative:
Low insulin alert: per the user guide - change your cartridge as soon as possible to avoid the empty cartridge alarm and running out of insulin. Change cartridge or pump will stop all deliveries. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 500s mg/dl. Ketones were present. Customer alleged pump was not delivering insulin. Pump history was reviewed with tandem technical support (cts). On the day of the event, an occlusion alarm, multiple low insulin alerts and an out of insulin alarm occurred. An insulin injection was administered to address bg. Cts educated the customer on low insulin alerts and alarm. Cause of occlusion alarm could not be determined as the pump supplies had been changed.